Manufacturer narrative:
One washer electrode assembly was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the washer electrode assembly passed. The reported event was not duplicated. The most probable cause of the reported event is unknown. (B)(4).

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. First, fse confirmed the reported event by running several wash primes and receiving errors on all four wash probes. Fse noted that there was no wash being delivered to the wash probes and bubbles were coming up through the wash syringes. Inspection of the device revealed a small crack on the wash bottle. Fse replaced the washer electrode assembly and ran several primes without issue. The customer was subsequently able to run quality control (qc) without errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 20oct2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual; chapter8 - troubleshooting - error messages was reviewed. 2239 bf probe 1 purge failure: the aia-2000 operator's manual indicates that the 2239 bf probe 1 purge failure error message is generated when the overflow sensor fails to detect liquid after the washer was purged. The operator is instructed to prime the tube and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. 2240 bf probe 2 purge failure: the aia-2000 operator's manual indicates that the 2240 bf probe 2 purge failure error message is generated when the overflow sensor fails to detect liquid after the washer was purged. The operator is instructed to prime the tube and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. 2241 bf probe 3 purge failure: the aia-2000 operator's manual indicates that the 2241 bf probe 3 purge failure error message is generated when the overflow sensor fails to detect liquid after the washer was purged. The operator is instructed to prime the tube and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. 2242 bf probe 4 purge failure: the aia-2000 operator's manual indicates that the 2242 bf probe 4 purge failure error message is generated when the overflow sensor fails to detect liquid after the washer was purged. The operator is instructed to prime the tube and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported even was due to failure of the wash bottle sensor.

Event description:
It was reported that the customer received "2239 bf probe 1 purge failure" and "2240 bf probe 2 purge failure", "2241 bf probe 3 purge failure", and 2242 bf probe 4 purge failure errors on the aia-2000la analyzer. The customer attempted to troubleshoot by performing multiple wash primes; however, the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results alfa feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.